Event description:
It was reported that cup was in extreme vertical position. Components and removed with little difficulty. Cup removed from acetabulum with little difficulty. Surgeon suggested that one possible reason for the revision was that the patient was part of a congenital case. The shallow acetabulum prevented or made it difficult to achieve appropriate coverage for the cup. There were no screws used in the primary case and that may have contributed to the cup sliding into an overly vertical position. Surgeon noticed synovatic reaction within the joint capsule, suggested the possibility of particle debris. Bearing surfaces were closely inspected and no scoring or scratching was observed. However, upon close inspection of ceramic insert, scratching was noticed on ti rim. Surgeon suggested possibility of femoral neck to rim impingement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info become available, it will submitted in a supplemental report.